Manufacturer narrative:
The customer declined to have their device repaired and traded the device in and received a replacement device. The customer's device was scrapped and was not evaluated by physio-control. The cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.